Event description:
A report was received that the pt's precision system was explanted due to an infection at both the lead and ipg sites. The symptom was drainage at both sites. The pt was hospitalized and released, and was treated with antibiotics both pre and post-operatively, and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned as they were discarded by the medical facility.